Manufacturer narrative:
Explant date is approximate with month and year valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported the patient had their device removed because it was not working as well and the battery started to go. The device was removed in (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient began feeling vibratory sensations. It was reported that the patient noted vibratory sensations through her neck, back and extremities. The device was removed on (B)(6) 2017. It was reported that cause of the device not working was not determined. It was reported that the patient has remained one since her removal in (B)(6).